Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported that an occlusion occurred during the aspiration phase of a cataract procedure on the right eye. The procedure was completed and there was no harm to the patient. The product samples were not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The device history record showed the product was released per specifications. The lot complaint history was reviewed, this was the second complaint for the finish goods lot; however, the first for this issue. The unused cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found. The sample was functionally tested and it passed testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification and no leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. (B)(4).